Event description:
A customer reported that a cartridge alarm 30 had occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump as a corrective action.